Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06952. It was reported the patient has been in several motor vehicle accidents. It was also reported the patient has not received adequate pain relief. The patient's ipg was explanted due to pain at the ipg site. The pain remains at the site, but is better than prior. The explanted product will not be returned to sjm.